Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the battery voltage began dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.